Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 with a blood glucose level of 500 mg/dl. The police found the customer roaming the streets with high blood glucose levels prior to their hospitalization. The customer experienced symptoms such as nausea and vomiting. The customer was treated with IV drips. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis.